Manufacturer narrative:
The device was received by resmed (B)(4). The device was returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
Please refer to importer report #: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported power failure and alarm. The investigation determined that the reported event was most likely due to a software issue of the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).